Manufacturer narrative:
The unit was received at the international service center. The technician confirmed the reported issue. Cpu board was replaced. Performed overall check, cleaning, run in test, alarm test and confirmed the unit operated properly. Performed check test and confirmed no abnormality.

Event description:
The international customer reported the v60 vent announced "check vent: backup alarm failed" and did not stop sounding. The unit was replaced with an alternative. Unit was being used on a patient at the time the reported issue occurred; however, there was no adverse patient effect.

Manufacturer narrative:
The unit was received at the manufacturing facility for evaluation. Visual inspection of the cpu board revealed no evidence of damage or contamination. The cpu board was installed in the test ventilator in an attempt to duplicate the reported problem. The test ventilator generated the reported visual and audible ¿check vent: backup alarm failed¿ . Cpu board was removed from the test ventilator. During debugging it was found that the cpu board ls1 buzzer lead 2 at 0 volts and should be at 10 volts when activated. Ls1 buzzer was replaced on the cpu board. The cpu board was re-installed in the test ventilator. The test vent powered up and delivered breaths with no errors or failures generated. Visual inspection of the audio piezo buzzer (ls1) found cold solders on 270k ohms +/-5% resistor leads. The cold solders on 270k ohms +/-5% resistor leads in the ls1 buzzer generated the customer's reported "check vent: backup alarm failed".